Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was able to replicate the reported system messge (sm) issue. The nonconforming fluidics was replaced to address this issue. The system was tested and found to meet product specifications. The reported vitreous or iris ¿prolapse issue¿ was unable to be substantiated based upon the lack of information provided, at this time. As such, the root cause cannot be conclusively determined. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed. There were no relevant contributing factors identified. A review for ¿complaints reported against this serial number¿ was performed. All relevant complaints found were reviewed as part of this investigation. One investigation has concluded and is attributed to non-conforming fluidics module, fluidics controller and multifunction in/output (mfio) printed circuit board (pcb). The other is still under investigation, where no conclusion has been established to date. The root cause of the reported event related to sm is attributed to a nonconforming fluidics. The reported vitreous or iris ¿prolapse issue¿ was unable to be substantiated based upon the lack of information provided at this time. As such, the root cause cannot be conclusively determined. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that an ophthalmic system displayed a system message during cataract surgery (in gravity mode) without intraocular lens implant. The patient experienced vitreous prolapse, and the surgery was completed using the mininuc technique (extracapsular). There was no information about patient impact. This report pertained to the ophthalmic system involved in the reported event. This complaint pertained to the first of two reports received from the same facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.